Manufacturer narrative:
Concomitant product: product ID neu_unknown_lead, lot # unknown, product type lead; product ID neu_unknown_ext, serial # unknown, product type extension. (B)(4).

Event description:
It was reported that the physician blew up the battery when trying to make an adjustment so they had to take the whole thing out and redo that one. It was noted this occurred when the patient was in arizona. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.